Event description:
It was reported that a cardiac perforation, pericardial effusion and cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure, versacross connect access solution kit was selected for use. A trivial anterior effusion at baseline was noted prior to the procedure. The patient was unable to be intubated or have a transesophageal echo (tee) due to esophageal issues. The imaging was difficult, and the physician was unable to visualize the laa during most of the procedure and relied mostly on fluoroscopy for guidance of guidewires. The physician completed the transseptal puncture however the versacross rf wire was pulled back three times to get into the right position for transseptal puncture. The watchman was then positioned in the laa of the patient and then inserted the watchman delivery device. During deployment, the patient started coughing and thrashing. The closure device was deployed and recaptured several times before the physician was able to position the device in an acceptable location. With all release criteria met the physician released the device and successfully implanted the closure device in the laa of the patient. Therefore, the patient became hypotensive and a circumferential pericardial effusion with cardiac tamponade was discovered. A pericardiocentesis was performed and 1 liter of fluid was drained from the patient. The patient did well follow this treatment, and no other complications were reported to have occurred. The patient recovered and was discharged. The device is not expected to be returned for analysis (disposed). The patient was not under warfarin nor antiplatelet at the time, and had an interatrial septal aneurysm. The physician was using ice only for the first time and had difficulty getting the correct views and struggled to see tenting, so he performed several drop downs before eventually crossing. No versacross devices were inside the patient body when the complications occurred. There was difficulty visualizing the tent on ice. The j wire was used for initial access to the svc but then the rf wire was used for the remainder of the case. The dilator was pulled out once only for reshaping. In the physician opinion, there were no versacross device malfunction or contribution to patient complication, and likely the pericardial effusion occurred during a recapture of the device when the patient also moved at the same time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.